Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that around 25 unspecified bd pen needle experienced was damaged and broke. The following information was provided by the initial reporter: customer uses a levemere pen for her insulin - customer feels the needles no longer fit the pen properly and it is breaking the needles each time to she goes inject her insulin. In total she has broken approximately 25 needles over the past month.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that around 25 unspecified bd pen needle experienced was damaged and broke. The following information was provided by the initial reporter: customer uses a levemere pen for her insulin - customer feels the needles no longer fit the pen properly and it is breaking the needles each time to she goes inject her insulin. In total she has broken approximately 25 needles over the past month.